Event description:
User experienced a leak from the bottom of the analyzer. The water was on the floor in the walkway, and was much more fluid than could be wiped up with one or two paper towels. The analyzer had not been run, therefore, no patient results were affected. Operator was not harmed as she did not slip or trip. The field service representative determined the st2 wash station cap was not seated correctly which allowed the probe to dispense water which did not go into wash station due to it was not on correctly. He correctly seated the cap onto the st2 wash station which allowed for proper drainage.